Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to fracture near the rate sense connector. The lead was capped and replaced with a new lead model 0095.